Event description:
Caller reported ldx printer is burning labels. There is a burning odor and the labels are brown. The printer is hot to the touch. No injuries were reported.

Manufacturer narrative:
Investigation was performed on returned printer and power supply. Conclusion: customer's complaint was not replicated. No burning, no charring and no discoloration was observed on any component. Printer and power supply that was tested did not feel hot to the touch during or after investigation, and no smoking was observed. Contamination was found on roller, causing it not to move properly. Roller and printer worked properly after some of the contamination on roller was removed. No burning marks observed between roller and heater plate. Some faint printing was observed on the left side of the labels, which may have been caused by contamination on roller. No burning marks or brown marks observed on the labels printed during investigation. Issue with the contamination observed on roller cannot be ruled out as the cause of the customer's observations. Contamination may cause the roller and labels that are being fed through to get stuck and cause the printer to print more info on the part of the label stuck between the roller and heater. No corrective action required at this time as no product deficiency was established.